Manufacturer narrative:
Image review: seven photographic images of cine images were provided. The first five images are from the implant procedure. The sixth and seven images are post-procedure. The first image is of the patient¿s right superficial femoral artery. In the approximate centre of the image there appears a radiopaque hoop like object. The vessel anatomy proximal, (towards the heart), to the hoop appears to have a high percentage of stenosis due to what appears to be a calcified lesion. Due to the quality and clarity of the image it is not possible to positively identify the hoop like object. The second image is of the patient¿s right superficial femoral artery. The hoop like radiopaque object is no longer present in the image. A guidewire now runs the length of the cine image of the artery. The third image is of the patient¿s right superficial femoral artery with a guidewire running the length of the cine image of the artery. The fourth image is of the patient¿s right superficial femoral/popliteal artery in the area of the patient¿s knee. Based on the stent cell structure and radiopaque marker hoops the stent appears to be an everflex stent. The distal (away from the heart) end of the stent appears to be fully apposed against the vessel wall and the stent cell structure appears to normally deployed. The proximal end of the stent appears to be constrained from full expansion due to the calcified lesion. The vessel profile appears to have improved in the area of the calcified lesion, but not fully. A radiopaque object appears in the proximal end of the stent. The object maybe a snare device. The fifth image is of the patient¿s right superficial femoral/popliteal artery. A shorter stent appears to have been deployed at the proximal end of the previously deployed stent in the area of the calcified lesion. The vessel profile appears to have improved, but the stents appear to be constrained by the calcified lesion. A guidewire appears to run the length of the vessel in the image. The sixth image is a post-procedure image of the patient¿s right superficial femoral/popliteal artery with a guidewire running the length of the image. Due to the quality and clarity of the image it is not possible to confirm that vessel has been stented. The seventh image is post-procedure image of the patient¿s right superficial femoral/popliteal artery in an area of the vessel just distal of where the stents overlap. In the previous images from the implant procedure this is an area of a calcified lesion. Individual stent cell rows appear to be fractured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the second procedure to treat the fractured stent was completed successfully. No complication were reported since last week. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used and everflex entrust to treat the right femoral/popliteal artery using a non-medtronic sheath and guidewire. A non-medtronic balloon was used for pre-dilation and multiple inflations were carried out. An in.pact admiral was also used. The everflex stent was then deployed in the vessel. Post dilation was performed using a non-medtronic device. A non-medtronic stent was also deployed during the procedure. There were no complications reported for this procedure. It was reported that approximately 2 years and 4 months after the procedure the stent was observed to be fractured an angiogram has been conducted on the right leg. No treatment was performed to treat the fracture everflex entrust stent to date.